Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what confirmation was received that the device was fully fired? No. Did the device staple? Yes but I was incomplete and physician have to complete the surgery without this product. If yes, was the staple line complete? No. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular and unacceptable for surgeon. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? No. If the device fully cut, were all tissue layers present in both donuts when inspected? N/a. Did any pieces of the device fall into the patient? Maybe. If yes, were they retrieved? Yes. If any pieces fell off of the device, will they be returned with the device? Yes. If any pieces fell off of the device and will not be returned, how were they discarded? No. Was the missing ring the white washer in the device? Physician is not sure about that.

Event description:
It was reported that during an esophagus procedure, the physician reported that during esophagus-intestine anastomosis device work incorrectly; that so he had to continue the procedure without the device -- what in fact extended whole procedure. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53r55. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.